Manufacturer narrative:
We cannot rule out the possibility that this event was caused by related to postoperative management. We concluded that the quality of this product has no relation to this event. The osferion bone void filler package insert status in the following section: warning and precaution: 1. Important basic precautions (3) when load bearing vapacity has been weakened or reduced due to fractures, etc., os ferion should only be used if the bone can be reliably immoblized by using external or internal fixations etc. Otherwise, compaction of fractures may occur. (4) if necessary, the fracture should be stabilized using external or internal fixations to prevent post-implantation migration or extrusion of the osferion due to loosening. Adverse events: fracture fever, pain, local sensation, red flare, inflammation. This report is being submitted as a medical device report is an abundance of caution.

Event description:
A patient underwent around the knee osteotomy (ako). The surgeon in charge of the patient fixed the osteotomized bone with a bone plate and bone screws and filled the space created after the osteotomy with artificial bone (this product). The patient left the hospital without developing any significant adverse events after the ako. However, the patient visited the surgeon about two months after the ako with a complaint of pain at the surgical site. X-ray examination revealed bone-plate breakage.